Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that when they first checked their implantable neurostimulator battery level, the device had not yet been programmed and the therapy was turned off. It was noted that this was not a failure but it was just at 50%. The patient was told by a manufacturer representative (rep) that they should increase the stimulation with the one program that was set, but the program did not have an effect on the pain; it just made the patient tingle more. It was also reported that a new rep met with the patient on (B)(6) 2017; the rep set a new program and answered all of the patient¿s questions but the ins still did not relieve the patient¿s pain. Regarding the 50% ins battery level, the patient charged the device completely to resolve the issue and the cause of the 50% battery level was undetermined. The cause of the lack of therapeutic effect was likely due to incorrect programming for the ins. Another appointment was scheduled for (B)(6) 2017 with the patient, their healthcare profession (hcp and arep). There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. The patient was told in order for it to work they needed to leave it on all day. The patient did not understand this because it stimulates as soon as it gets turned on and they do not need it to run all morning; they just need it to work in the afternoon. The patient stated that generally they are doing fairly well in the morning without any help, but as the day wear on their pain comes back in their hips, back, and legs. The patient was frustrated that they were not told anything about how to use this. The patient stated that it does not seem to have any effect on their pain since being implanted. The patient told their manufacturer representative (rep) last week about this and that is when the rep told the patient to leave it on all day. About three days ago the patient turned it on first thing in the morning at 8 and ran it until 6pm, but it did not seem to help in the afternoon when they had the pain. The patient stated that when they checked their implantable neurostimulator (ins) for the first time and it was already at 50%. The patient stated that was the way it came from the factory. The patient¿s rep told them that they would probably have to recharger about every three days due to the high amplitude of use the rep had the patient set at. The patient noted that they wish they had a belt to use for their patient programmer like they do for their implantable neurostimulator recharger (insr). The patient was sent adhesive discs. It was noted that the patient had only programs 1 for the left and 2 for the right, but not one program for both when stimulation was on. The patient has an appointment with their healthcare professional (hcp) on the 20th and a different rep would be there. No further complications were reported/are anticipated.